Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
It was reported by the journal of the brazilian society of urology that a pt was implanted with a sparc sling in/around 2010 to treat stress urinary incontinence. It is reported that the pt experienced several episodes of urinary tract infections starting one week after surgery. Pt experienced voiding urethral pain, frequency, and hematuria. The pt underwent a cystoscopy which revealed the misplacement mesh with stone encrustation, which was removed by thulium laser.